Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The issue was isolated to the system pcb assembly. The part is currently delayed. Following the repair of the device, and after observing proper device operation through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was unable to complete a boot cycle when powered on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was unable to complete a boot cycle when powered on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.